Manufacturer narrative:
The 510(k) # is k053529. ((B)(6) 2011): the lay user/patient's product(s) involved with this complaint has been returned and evaluated by product analysis with the following findings: the meter has passed testing with no faults found. No product analysis is required for test strips; since the test strips were expired at the time of the complaint and instructions for use indicate test strips must be used prior to expiration date. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter was reading inaccurately erratic. The medical surveillance specialist (mss) was unable to reach the lay user/patient by phone for follow-up questions. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began on (B)(6) 2011 (time not specified). On an unspecified date/time, the patient reportedly obtained blood glucose results of "163 and 125mg/dl" with the subject meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 20% and/or <= 20 mg/dl. It is not known how often the patient tests her blood glucose; however, the patient indicated she manages her diabetes with insulin (self-adjuster). In response to the reported meter issue, the patient claimed she consumed more food/drink sometime between mid-march and mid-april. It is not specified, however, what the patient's blood glucose results were prior to her action, it's not known if the patient continued to test her blood with the subject meter after the alleged issue began, and it is also not specified if the patient made any additional changes to her diabetes management following the reported meter issue. According to the csr's documentation, sometime in march (date/time not specified) the patient went to the emergency room (ER) and during her time in the ER, the patient reportedly obtained a blood glucose result of "505mg/dl" with the ER's meter and was administered 2 shots of an unspecified type/dose of insulin. The reason for the patient's ER visit is not specified, it is not known what the patient's blood glucose result was (with the subject meter) prior to going to the ER, it is not known if the patient was experiencing any symptoms before going to the ER, and it is not specified if the patient was admitted to the hospital. According to the csr's documentation, on (B)(6) 2011 (time not known) the patient reportedly developed symptoms of sweating, weakness, and loss of breath. However, it is not known what the patient's previous blood glucose result was prior to the onset of her symptoms, it is not known what action the patient took in response to her previous result, it is not specified how soon after testing with the subject meter her symptoms began, it is not known if the patient associated her symptoms with high or low blood glucose, and it is not specified if the patient tested her blood glucose with another device. It is unclear what treatment, if any, the patient received following the onset of her symptoms and it is also not known how soon after the patient's symptom improved. During troubleshooting, the csr noted the patient was using expired test strips at the time of the alleged issue. The csr confirmed the patient was using the proper testing technique, the subject meter was set to the correct unit of measure setting (mg/dl), and the blood glucose results were from the approved (per owner's booklet) sample site. Replacement products were sent to the patient. This complaint is being reported due to the following conclusion: although it was discovered that the patient was using expired test strips at the time of the alleged issue, the patient reportedly developed symptoms suggestive of a serious injury and was also allegedly treated by an hcp for severe hyperglycemia after the alleged issue began.